Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was observed that the ventricular lead repeatedly dislodged after placed in the septum. The lead was replaced with new lead as a result. The patient was recovering.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead, the helix was able to be extended and retracted. The helix length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies.